Manufacturer narrative:
The provided sample foam detection images showed no issues with the sample quality and the grippers. There was no hint of a reagent issue. After the field service engineer replaced the measuring cells, the issue was resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hcg+ss assay on a cobas e 801 analytical unit. Patient 1: sample 1: initial result: 60.3 iu/l. On (B)(6) 2025: a new sample (sample 2) was drawn from the patient and tested, resulting in a value of <0.200 iu/l (accompanied by a data flag). Sample 1: repeat result: <0.200 iu/l (accompanied by a data flag). Patient 2: on (B)(6) 2025: sample 1: initial result: 425 iu/l. Repeat result: 0.<200 iu/l (accompanied by a data flag). On (B)(6) 2025: a new sample (sample 2) was drawn from the patient and tested, resulting in a value of <0.200 iu/l (accompanied by a data flag). The results of <0.200 iu/l were deemed to be correct, as patient 1 and patient 2 were confirmed not to be pregnant.